Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that at the last regular follow-up appointment, a decrease in device battery was noted. Boston scientific technical services was contacted and confirmed that the battery was depleting normally. It was discussed that the elevated power consumption of the device is due to high atrial rate sensing during the patient's frequent atrial fibrillation (afib). It was recommended to disable sensing from the right atrium and reevaluate the longevity in six weeks. No adverse patient consequences were reported.